Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the band was loose and fell off. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands fell off from the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(4) 2024. During the procedure, the band was loose and fell off. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 8, 2024: it was noted that no difficulty was experienced upon setting up the device. During the procedure, the bands were unable to remain attached to the varix. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 has been updated based on the additional information received on april 8, 2024. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.. Block h10: the returned speedband superview super 7 (ligator housing and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing had no bands attached. The handle had evidence that the trip wire was secured into the handle slot. No problems with the device were noted. The reported event of bands fell off the varix was not confirmed. Upon analysis, there were no problems noted on the device. The ligator housing had no bands attached, and the handle had no damages seen nor any abnormalities noted, and it worked functionally as intended. There was no other information about how this could have happened in the procedure; however, there is a possibility that during the preparation of the device before the procedure took place, the bands were damaged, and this made them fell off the ligator housing. Therefore, the most probable root cause of this complaint is no problem detected.